Manufacturer narrative:
Additional information: b5, d10 (date is ni), h4, h6 (update codes), h11. B5: the device contained fluorouracil and saline. The actual infusion time for this device was 46.9 hours; however, there was still a considerable amount of fluid remaining. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not complete the infusion. The issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.